Manufacturer narrative:
Concomitant products: product ID: neu_stimloc_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the stimloc support clip did not fit during the implant procedure. The hcp made several attempts to lock the support clip into the stimloc base ring, but the clip would not fit. The cause of the issue was not identified. The hcp used a support clip from another stimloc package and the issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No patient complications were anticipated.